Event description:
Rptr had implants implanted on 7/12/76. Problems suspected or noted: breast and ovarian cysts, urinary problems, chronic obstructive pulmonary disease, myalgias, implant, hardening, joint swelling, pain, stiffness in neck and shoulder areas, very tired and fatigued, general aching and stiffness, hair loss, coldness in chest, shoulders and legs, too large implants, left implant wrinkles (visible), anxiety and nervousness, implants have changed in size and difficulty in breathing